Event description:
Dealer called stating that while end user was exiting a school bus the articulating side of the tdx spree power chair allegedly froze leaving only the right side front and rear wheels touching the ground. The right side drive wheel allegedly came off the power chair. This allegedly caused a whipping action on the left side, scaring the child user. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxspree, serial number/date (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1149267 rev c (sep-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.